Event description:
Treatment of an avm. It was reported during onyx injection, the physician observed onyx reflux back to the catheter's tip and paused the injection. Upon re-injection, resistance encountered and the physician continued to apply pressure on the syringe. The catheter ruptured at approximately 5cm from the distal tip and onyx diffused into an unintended branch of the m2 middle cerebral artery. The catheter was removed and the procedure ended. No patient injury reported. Same event as MDR # 2029214-2010-00099.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 7.5 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Results -catheter rupture. (B) (4).